Manufacturer narrative:
(B)(4). Information unavailable.

Event description:
It was reported that during a colon resection procedure, the first device was applied and the surgeon had difficulty getting the staples to deploy and something happened with the "pin" at the end of the stapler. The staples were not formed. The second one opened and had a similar issue. In addition, the pin dislodged prior to firing but went unnoticed until after surgeon fired the device. A powered cutter was used to complete the case. There were no patient consequences.